Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 490 mg/dl. Tandem technical support provided guidance on resetting the pump, which resolved the issue. The customer was informed to continue using the pump and to contact support if the malfunction reoccurs, and they acknowledged and understood this instruction.